Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process the pump took more insulin to fill the pump than typical. There was no reported impact to customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support.